Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient's impedances were "a bit high, around 5000 ohms on a bunch of them." The hcp clarified that they were referring to contacts that weren't being used and stated one was 5400. The impedance values were stated to be just tested today, but later the hcp noted the "one side had these elevated impedances (400-5000) for a long time," but the other side, which had previously been normal, "just developed" the higher impedances. The hcp wanted to know if this was a risk in terms of MRI. It was reiterated that none of the contacts that are elevated are being used. The contacts being used were stating to be "okay." No symptoms were reported. No further complications were reported or anticipated with this event.